Manufacturer narrative:
The suspect device has not been returned for evaluation. Customer provided logs for review. Log shows 316 - blower failure, 545 - astepinspvalve value out range- failsafe and 300 device in failsafe alarms. Customer ordered for blender replacement as advised. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 having alarm 300 - device in failsafe while on a patient. Furthermore, customer confirmed that the patient was not affected due to the failure as the issue discovered during setup. No patient harm reported associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. The root cause was determined due to defective inspiration valve nt. Recommended to replace the unit blender to resolve the issue.